Event description:
Patient called tech support and reported having an m65 scale reading error during the ccpd treatment the morning of (B)(6) 2012. After clearing the alarm, she was able to complete fill 1 with 1,502 ml. Drain 1: 1,382 ml. The m65 scale reading error occurred again in fill 2. She tried clearing the alarm but then received: make sure heater bag is on heater tray, fill complications, patient line blocked, and m31 air detected in cassette alarms. Patient reported that in fill 2, she stopped the treatment after filling with 1,490 ml and disconnected from cycler and a replacement cycler was sent. There were no complaints or problems reported with the previous ccpd treatment. Per nora, pd nurse, the patient reported feeling like she was going to explode and felt better after draining. No hospitalization or other medical interventions were done. A replacement cycler was received and patient has continued to use without problem.

Manufacturer narrative:
Patient code: "patient felt overfilled." Patient reported she felt like she was going to explode. Investigation in progress. (B)(4).